Event description:
Device 2 of 2 see (MFR# 1627487-2010-01913). On 03/05/2009, the pt was implanted with an scs system. Pt was in a motor vehicle accident. Since the accident the pt has been reprogrammed 4 times. The pt used the stimulation during the day and turned it off at night. The pt said they would sometimes get a burning or shocking sensation halfway between the ipg and lead site. The doctor replaced entire system and pt is doing very well now.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.